Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 3.0 mmol/l, and the meter bg reading was over 27.7 mmol/l. The customer went to the emergency room (ER) with an elevated blood glucose (bg) level above 27.7 mmol/l, a high ketone level of 5 mmol/l, and experienced nausea and a headache. Customer consumed carbohydrates and was treated with an insulin pen to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.